Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1(telephone), h6 (type of investigation). The nurse confirmed that the tubing was clear and the connections were tight. Esp personnel explained that she needed to press the ¿iab fill¿ key to resolve the alarm and reviewed possible reasons for it. She reported that the patient was on a ventilator with a peep of 6. Esp personnel recommended that if the alarm returned, she should use the help screen and follow the instructions.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). Rapid gas loss alarms, tubing was clear, connections were tight. Esp personnel explained that they needed to press the autofill key to resolve the alarm.problem resolved.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.